Event description:
It was reported the pt experienced a change in her stimulation. A sjm rep met with the pt and determined she has invalid contacts. X-rays were taken and her physician determined surgical intervention is needed to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.